Event description:
In the removal of the zilver catheter, a small portion of the very distal tip appeared to embolize into the very distal portion of a tertiary vessel of the profunda femoris artery on the right.